Event description:
It was reported that the left ventricular (lv) lead was difficult to place during the implant procedure. Lead migration was noted. It was additionally noted that the lead diameter was not suitable for the target vessel. The lead was removed and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.